Event description:
Major pump unit(s) involved: external control system failure. Additional text: difficulty connecting controller to power module. Specific component(s) involved: external controller malfunction. Additional text: black controller connection gent pin in controller. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller. Other intervention: implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction